Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not received for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "medication infused ln 2 hours instead of 16 hours. Rn concern there was an issue with alaris cassette and/or IV tubing." The customer reported a primary unspecified medication infused in 2 hrs instead of 16 hrs. As ordered. There was no harm reported. The event occurred on the telemetry unit.